Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? What troubleshooting steps were taken to open device? How was the device eventually removed from tissue? What was the length of the extended incision? Was the post op care of patient altered due to issue experienced with device? What is the current patient status? No feedback from customer, so no additional information could be provided.

Event description:
It was reported that jaw could not open after firing during lung cancer surgery. Manual stitch was used to complete surgery. Extended incision, converted to small incision thoracotomy, manual sew. No additional information can be provided.